Manufacturer narrative:
(B)(4). D10: item# 00249003572; lot# 65040212; item# 00249003560; lot# 64611448; item# 00249001200; lot# 64548407; g2: foreign - event occurred in south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the depth gauge is broken and bent, that does not allow the inner piece to slide. Subsequently, the surgery was completed with a second set of instruments and no pieces remained in the patient. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified: the depth gauge is disassembled, with the weld assembly separated from the sleeve assembly. The probe end of the weld assembly is slightly bent. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The reported events are confirmed by provided photos. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.